Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the xience skypoint was advanced, but failed to advance and was removed, then the same device was reinserted using a different guide catheter. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. After pre-dilatation, the 3.50x33mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target leison; however, the stent failed to advance due to the anatomy. Therefore, the physician decided to remove the sds from the anatomy and use a 6f guideliner to extend the guide catheter. The sds was again attempted to be advanced; however the sds became stuck with the guideliner. The sds was removed from the patient and a stent strut was noted to be flared. There was no adverse patient effect and no clinically signifcant delay reported in the procedure. Another stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.